Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, it was observed that the teflon pad had peeled off the grasping section of the first device. The device was replaced and the second device had the same failure of teflon pad peeling off the grasping section. A third similar device was used and the intended procedure was successfully completed. There was no pt injury reported. Olympus has followed up with the user facility to obtain additional information regarding the reported event, but with no results.